Manufacturer narrative:
The events of capsular contracture and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: "pain and tightness in breast; capsular contracture."

Event description:
Patient representative reported left side ¿development of anaplastic large cell lymphoma,¿ ¿pain and tightness in breast; capsular contracture¿ baker grade unknown, ¿mental and emotional pain and suffering and severe emotional distress.¿ pathological markers confirming alcl have not been received. The device has been explanted. Patient underwent unspecified cancer treatment and hospitalization.